Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cells were found defective and a replacement was required. Visual inspection of the returned platform was performed and found no physical damage. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. In addition, archive data shows user advisory (ua) 11 (patient surface temperature too hot) and user advisory (ua) 41 (patient temperature sensor failure) on the reported event date, unrelated to the reported complaint. As a precautionary measure, the temperature sensor needs to be replaced to address the issue. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial (B)(4).

Event description:
It was reported that the autopulse platform system displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). It is unknown when the error occurred. No known impact or patient consequence information was provided.